Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and the heartmate 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this investigation. The account reported that the patient expired on (B)(6) 2021. Further information could not be provided due to privacy laws. No autopsy was performed, and heartmate 3 lvas, serial number (B)(4), was not explanted for investigation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death, in section 1, ¿introduction.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. No additional information was provided. No autopsy was performed. The device was not explanted.